Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) alert where certain data was not saved in the system. Technical services (ts) determined that this was caused by images and programmer reserved memory becoming corrupted. This s-ICD was operating normally otherwise. Ts suggested manual restoration of device data and interrogation with a programmer. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.